Event description:
Felt a burning sensation when she was injected [burning sensation]. Off label use for lips [off label use of device]. This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns a 30-year-old female patient who experienced a burning sensation coincident with evolysse form. On (B)(6) 2025, the patient (who was a healthcare professional) was administered form in the lips by another provider and experienced a burning sensation. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the burning sensation was unknown. Database reference number: (B)(4).